Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat a mildly calcified, de novo lesion in the mildly tortuous mid left anterior descending (lad) coronary artery. Pre-dilatation was performed using an unspecified 1.5x12 balloon. A 3.0x33 mm rx xience prime stent delivery system (sds) was advanced to the lesion without resistance and the stent was deployed at 16 atm without issue. The sds was withdrawn without difficulty. Post-dilatation was then performed with an unspecified non-compliant balloon at which tima a distal edge dissection was noted. The dissection was successfully treated with a 2.75x18 xience prime stent, completing the procedure. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.